Event description:
Siemens became aware of an incident that occurred while operating the artis zee floor system. It was reported that the patient fell off the table. Following the incident, shoulder x-ray and skull scan were performed, and no injuries were identified. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
The investigation of the reported incident was completed by our experts. The provided log files did not indicate any system failure or malfunction at the time of the event. In general, tabletops alone are not designed to prevent a patient fall without restraining means described in the instructions for use. Appropriate means are provided with the system for patient fixation. Additional accessories, e.g. For the treatment of heavy patients and depending on the application other supporting material, are offered as well. However, usage of belt/body straps is essential to secure patients and prevent potential fall incidents. The entire process of patient immobilization is operator¿s responsibility. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, as well as proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. The instruction for use provides adequate guidance for proper use to the secure the patients during examination. In the reported case the patient fell off the table during the procedure due to not being adequately secured to the table. The artis zee floor system did not cause or contribute to the incident. There is no indication of a system malfunction.